Event description:
The healthcare professional (hcp) reported that the patient reported failures of the device. The system was not working properly. The stimulation turned off automatically intermittently. Troubleshooting on the day of report found no anomalies. The issue was resolved at the time of report. Additional information received reported that the patient experienced less efficiency in the therapy and more pain. Troubleshooting included changing the stimulation, new programming, and other poles were used. It was explained to the patient once again the function of the programmer and recharger. The problem seemed to be solved. It was thought that it was more of a problem of the patient than with the implantable neurostimulator (ins). The cause of the issue was not determined.